Manufacturer narrative:
Patient was revised due to dislocation. It was also noted that some black residue was found on the trunion of the stem. Damage in the form of scratching on the bearing surface of the femoral head is indicative of the reported dislocation. The device likely came into contact with another metal surface, the wear confirms the report. Tribiological matter is found in the female taper. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the liner, head, and stem since release for distribution. The additional reported devices were not returned for examination. The investigation can draw no further conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to dislocation. It was also noted that some black residue was found on the trunnion of the stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised due to dislocation. It was also noted that some black residue was found on the trunnion of the stem. Damage in the form of scratching on the bearing surface of the femoral head is indicative of the reported dislocation. The device likely came into contact with another metal surface, the wear confirms the report. Tri-biological matter is found in the female taper. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the liner, head, and stem since release for distribution. The additional reported devices were not returned for examination. The investigation can draw no further conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.